Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) wasn't able to connect to their implant to charge today. Pt said that the last time they successfully charged their implant was probably a month ago. Pt said that they will be traveling to co for three weeks soon so they wanted to charge their implant. Pss had pt connect to their implant using their recharger. Pt saw the "reposition antenna" message on their recharger. Pt then connected to their implant using their patient programmer and saw the "poor communication" message on their patient programmer. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and possible overdischarge. Pss also sent email to reps for visibility. Pt mentioned on the call that the reps would call them to schedule appointments if needed and their hcp doesn't schedule them but made no allegations against the device. Pt also mentioned having osteoarthritis from what pss understood on the call as it was difficult to hear clearly at this point in the call. Pt said this when opening the patient programmer to get serial number. Rep just spoke to the patient and she has been back in contact with her doctor. They are actively working on getting her scheduled for her battery replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharger; product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. She stated she has surgery scheduled for (B)(6) 2022 at 9am to replace the ins.